Event description:
Device 1 of 2. Reference MFR report number 1627487-2013-20074. The patient reported a burning sensation at the lead site regardless if stimulation is on or off. The patient has relocated to a different state and will obtain a new pain physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.